Manufacturer narrative:
It was reported that a mynxgrip vascular closure device (vcd) was used and oozing was noted. Multiple attempted to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The procedural sheath was not returned. The sealant had no evidence of exposure to blood and the sealant sleeve remained in its manufactured position which likely indicates device was never inserted into a procedural sheath (sealant was not deployed). Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon, approximately 3 mm from the balloon proximal neck. A device history record (DHR) review of lot f1635101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hemorrhages (oozing) are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhages are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. However, the condition of the returned device showed that the sealant had not been deployed, the device did not show any evidence of exposure to blood, and the balloon had a radial tear. Therefore, if the device received was the device used for this procedure, the oozing reported is most likely due to the sealant not being deployed at the access site (device showed that it hadn¿t even been inserted in a sheath since sealant sleeve was still in the manufactured position). The reported complaint could not be confirmed as the condition of the device does not match the description of the incident and due to the nature of the complaint. The exact cause of the balloon tear found on the returned device could not be conclusively determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the tear found. However, it may have occurred during prep of the device. According to the instructions for use (IFU), which is not intended as a mitigation, users are informed that prolonged access site-related bleeding is a potential risk associated with closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. It is recommended that the patient follow physician orders regarding patient ambulation and discharge; and to refer to patient brochure for post-care instructions. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was used and oozing was noted. Additional information was received which indicated that during testing, the balloon had a leak caused by a radial tear.